Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms and there were small air bubbles in the tubing. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check and the occlusion was found to be within the cartridge.